Event description:
The patient was undergoing an embolization procedure using the penumbra coil 400. During preparation for the procedure, the physician felt a strong resistance while attempting to push the pusher wire through the sheath. The procedure was started using a different coil.

Manufacturer narrative:
The pusher assembly and coil were returned wrapped in a knot. The complaint has been evaluated. The complaint indicates that the black distal part of the pusher assembly was advanced out of the proximal side of the sheath. The pusher assembly could not be pushed through the sheath against resistance. The condition in which the device returned made evaluating the product impossible. Therefore, the root cause of the issue could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.